Event description:
The needle buckled and broke when trying to use the same cartridge to make multiple passes. The novostitch plus meniscal repair system is only intended to be used for two passes. Correct use can prevent needle breaks, and surgeon misused the device. The surgeon was able to retrieve the broken end with no expected complications.